Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 1 inch from nipple of pump housing. The remainder of the driveline was returned in 3 segments measuring approximately 4 inches, 0.5 inch, and 8 inches in length. The distal end of the driveline was not returned. The outlet elbow was returned attached to pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow and the outflow graft bend relief was returned detached from the graft attachment. The bend relief collar was returned detached from the outflow graft and bend relief hardware. The sealed inflow conduit was not returned. Examination of the bend relief material did not reveal any significant distortion. However, examination of the sealed outflow graft revealed a lengthwise kink in the proximal half of the graft material in the area underneath the bend relief. The interface area between the outflow graft and the outflow graft bend relief revealed a normal accumulation of biological deposition and the report of an extrinsic compression of the outflow graft both within the bend relief and distally by gelatinous material could not be confirmed. Examination of the interior of the outflow graft material revealed only traces of dried blood with no evidence of any developed or adhered tissue-like depositions or thrombus formations to indicate poor surface washing in this location. A specific cause for the observed distortion of the sealed outflow graft as well as a duration of time for which it was present could not be conclusively determined through this evaluation. It should be noted that the bend relief was not returned attached in place over the outflow graft such that the graft material was not protected within the explant kit and distortion of the material could have potentially been created during transport to abbott. However, if the observed outflow graft distortion was present while the pump was supporting the patient it could have contributed to the reported low flow alarms. Examination of the smooth and textured blood-contacting surfaces of the returned device revealed no evidence of tissue-like depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. . The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 that the lvad system had been producing consistent low flow alarms. The patient was asymptomatic. The patient went to an outside hospital and administered intravenous fluids; however, the lvad parameters were unchanged. Chest x-rays were performed, and the results were not reported. The mean arterial pressure was within normal limits and there were no signs of heart failure. The patient's lactate dehydrogenase, plasma free hemoglobin, and hemoglobin and hematocrit were stable. The patient was transferred to the implanting center for evaluation. Alarms reported at the time were red heart and low flow alarms. It was reported that the patient had a history of thrombosis in 2014 and received a pump exchange at that time. The patient changed out the system controller at the instruction of the vad clinician; however, there was no change to the low flow alarms. Echocardiogram results were unremarkable. CT scan revealed possible outflow graft obstruction of unknown cause. The patient was emergently sent to the o.r. For a sternotomy pump exchange. No additional information was provided.